Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: b5, d8, d9, g3, g6, h2, h3, h4, h6 and h10. The subject device was returned to the service center. The evaluation confirmed the no image is displayed as the camera is not activating due to failure of the charged coupled device (ccd) unit. Additionally, there was a shortage in the cable causing intermittent black and white colored horizontal lines in the image. The cable was noted to have kinks. The customer received a replacement device. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the evaluation results, the potential cause of the event is due to a malfunction of the ccd unit. It is probable that the failure of the ccd unit was attributed to aged deterioration. The legal manufacturer will continue to monitor complaints for this device.

Event description:
The clinical engineer at the user facility further reported there was no patient involvement as the the event occurred during inspection prior to use. The device was replaced with another to complete the intended procedure without issue, there was no adverse outcome to the patient.

Manufacturer narrative:
The referenced device has not been returned for evaluation to date. However, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The clinical engineer at the user facility reported, during inspection before use the high definition autoclavable camera head did not come on; was not activating at all. No patient injury or harm was reported.